Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the pump was by the pool and customer believes that the pump may have gotten wet. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer loaded a new cartridge, ultimately cleared the alarm, and resumed insulin therapy.